Event description:
Follow-up to the patient's physician revealed that he did not recall the patient mentioning this as a concurrent symptom or adverse event.

Manufacturer narrative:
.

Event description:
It was reported to a company representative by a patient that she had experienced vocal cord paralysis over a number of years with her first vns device. Additional relevant information has not been received to date.